Event description:
Our customer reported that the patient was undergone to a primary hip surgery on (B)(6)2007. On (B)(6) 2015 the patient was undergone to a new medical intervention because it was observed an acetabular loosening, polyethylene wear, periprosthetic osteolysis, metallosis. The acetabular prosthesis was implanted with cement also it is not a cemented model.

Manufacturer narrative:
An event regarding altr (metallosis) involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported with no reported discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as the reported device, patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
Our customer reported that the patient was undergone to a primary hip surgery on (B)(6) 2007. On (B)(6) 2015 the patient was undergone to a new medical intervention because it was observed an acetabular loosening, polyethylene wear, periprosthetic osteolysis, metallosis. The acetabular prosthesis was implanted with cement also it is not a cemented model.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.